Event description:
It is reported that: the pt reports that every once in a while he has a burning sensation in the hip and it feels a little hot to the touch. The sensation only lasts a few seconds and does not happen often. He is not experiencing pain. The pt states that he refuses to authorize access to his medical records. He will see his surgeon and notify stryker of the results.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the pt indicated that reported device may be either rejuvenate or abgii. The pt stated that he didn't feel there was a need for stryker to request his medical records at this time. He has spoken to his doctor and they have decided to wait on this. Pt will be monitored by his doctor and if anything changes in the future he will call stryker back.